Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
It was reported that patient reports pain and stiffness approximately 11 years post implantation. Imaging indicates loosening of the acetabular shell. The patient plans to undergo a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source france. Product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed with no complications noted. A CT scan indicates the left acetabulum loosened. The patient has been experiencing pain and stiffness. A revision is tentatively scheduled. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determine. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.